Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the suture failed 48 hours after a spay procedure. Abdomen opened requiring emergency surgery. The animal concerned was female, 14 lb, 4 months, bulldog-french.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have not received any sample and without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: after the review of the manufacturing record, one incidence was detected but it was not directly related to this complaint and the product was released fulfilling usp/ep and b. Braun surgical acceptance criteria. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 2.94 kgf in average and 2.79 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 1.80 kgf in average and 0.91 kgf in minimum. Additionally, degradation test results conducted on samples before releasing the product after 14 days in a sörensen solution at 37ºc were 1.54 kgf in average and 1.44 kgf in minimum and fulfil b. Braun surgical requirement: 0.40 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.